Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section g4 - this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the preloaded monofocal intraocular lens (iol) opened slowly. Through follow ups we learned the haptics were unfolded with the irrigation aspiration (ia) handpieces. The lens remains implanted. The customer suspected that the temperature during implantation of the lens might be responsible for the slow unfolding. Information regarding the recommended temperatures has been provided to the customer. No further details were provided. Two separate reports will be submitted for the other two lenses captured in this complaint.